Event description:
I had to have surgery to remove an abbott neuro-stimulator that was placed in my back on (B)(6) 2024. It was finally removed 1 1/2 years after implant on (B)(6) 2025. Immediately after implant I reported the problem I was having to abbott and met with them several times for them to try and fix problem. The representative from abbott told me he thought it was a lead problem and to contact the surgeon to investigate further as he could not fix it through his program he was using. After 1 1/2 years and many tests later, seeing a pain management doctor, I learned there was a problem with my stimulator abbott model # 3660, serial # (B)(6) and the only solution was to have it removed or replaced. I chose replacement with another system; I now have a medtronic model # 977119 and it has relieved all the pain that I was having with the abbott. Abbott took forever and ignored most of my calls, all the time my pain and symptoms were getting worse. Finally, after learning of other complaints from patients who had the same stimulator, I was informed there was a problem. The problems I had with the stimulator was not turning on, getting locked, feeling shocking pain which increased the pain in my back that radiated down to my legs, another problem was it would not go into MRI mode. I have to have an MRI every year so it is important for this to work. If any more information is needed are an exact timeline of how long I endured the pain from this stimulator, it can be supplied.